Event description:
The customer reported that the image converter would not operate on the 7900 system. No patient injury was reported.

Manufacturer narrative:
The ge representative conducted an onsite investigation. The user interface, and fuse were replaced. The system was tested and operates as intended.